Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the controller is not coming on. Caller said this started right after they got the replacement recharger. Patient service specialist had caller remove li battery and plug in controller to ac power. Caller confirmed the controller did not come on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the controller (product ID 97745nt lot# serial# (B)(6) ) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.